Event description:
Family member reported unit respiratory rate dropped from 40 to 14-18, stopped giving breath, while on pt, did not alarm when disconnected from pt. Patient's condition does not allow them to take deep breaths (very shallow). Rt believes the new ltv user was unable to initiate a breath due to their condition, and then pt would panic when it took 10-16 sec to deliver back up breath. No pt harm. Currently using an ltv during the day and a t-bird at night. No further problems have been noted. No pt harm.